Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the touch screen does not "respond" and has intermittent function. The customer states the radical turns off on its own. The unit's language settings also change spontaneously to mandarin chinese and cannot be returned to spanish due to the lack of touch screen functionality. This unit does not engage in pt monitoring. No further details available. No pt incident was reported.